Event description:
It was noted the patient died 7 weeks after device implant. Follow up later revealed that per the death certificate, cause of death was congestive heart failure due to atherosclerotic cardiovascular disease. Follow up later revealed patient admitted to hospital for endstage coronary artery disease with gradual deterioration. Poor response to diuretics and eight days prior to death, spouse requested no further aggressive treatments. No autopsy was performed. It was reported the death was not related to the device or leads.

Manufacturer narrative:
Asku

Event description:
It was noted the patient died 7 weeks after device implant. The cause of death has been requested and not recevied.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted the patient died 7 weeks after device implant. Follow up later revealed that per the death certificate, cause of death was congestive heart failure due to atherosclerotic cardiovascular disease. It is unknown whether an autopsy was performed.